Event description:
While cardiologist was performing right heart catheterization balloon failed to stay inflated. Catheter was removed and procedure was successfully completed using a different catheter.